Event description:
It was reported that the patient was admitted for low flow alarms that were aggravated by coughing or lying down. The patient was asymptomatic. Computed tomography angiograph (cta) showed questionable narrowing near the outflow graft. Log file review confirmed low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the outflow graft was stented in the catheterization lab, resolving the low flow alarms. The patient remained asymptomatic during the events. The patient's international normalized ratio (inr) goal was increased to 2.5-3.5 and plavix (clopidogrel) was started. The patient was home doing well with no other plans in place.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft narrowing could not be confirmed through this evaluation, as no images were provided and the device remains in use. Review of the submitted log files confirmed low flow events; however a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured low flow events from (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed throughout the duration of the files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C., is currently available. Section 1 "introduction¿ provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.